Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to software anomaly. Device received with cracked keypad overlay at select button, damaged serial number label and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the connection with the reservoir compartment of the insulin pump was broken and the ring was missing. The customer's blood glucose level was unknown. The insulin pump also had hardware low level failure and damaged display. The insulin pump will be returned for the analysis.